Event description:
Pt reported that the device's insulin counter reset itself. She stated that she was awakened by an empty cartridge error, but the lcd indicated that 238u insulin remained. Additionally, she reported that she had not rec'd the low cartridge warning. Pt reported that the device caused high blood glucose, although she indicated that she did not know how it did so.